Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius products(s): the physician notes stated when patient was questioned about wearing a mask and hand washing, the patient admits to not following peritoneal dialysis protocol. Medical records reveal patient broke peritoneal dialysis technique in the hospital when he disconnected himself during treatment to go to the bathroom and re-contaminated himself when re-connection instead of asking for a urinal. Medical records state that the patient's practice of being "not adherent to peritoneal dialysis protocol (not using mask, despite numerous counseling/training on proper protocol)" was "contributing to recurrent peritonitis." Medical record documentation indicates there is no causal relationship between the liberty cycler and peritonitis. Medical record documentation indicates there is no causal relationship between the liberty cycler set and peritonitis. Medical record documentation indicates the patient's cause of peritonitis was due to non-compliance with the peritoneal dialysis protocol.

Event description:
Patient is a (B)(6) male who was admitted into the hospital for abdominal pain and peritonitis. Patient was administered intravenous and intraperitoneal antibiotics in the emergency department. Patient revealed his non-compliance with peritoneal dialysis protocol (not using mask or washing hands). Patient improved during hospital stay and was discharged 3 days later with follow up orders to continue intraperitoneal antibiotics at the dialysis clinic

Manufacturer narrative:
The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. External visual inspection showed no signs of physical damage. There were no indications of dried fluid within the cassette compartment beneath the mushroom heads. The heater tray/scale was not obstructed. The surface to the heater tray was bowed downward and to the left side (next to display) overhang lip was slightly flared outward approximately five degrees. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The system air leak and valve actuation tests passed. Internal inspection showed there were no indications of fluid or dried fluid inside the cassette compartment or in the interior of the received unit. There were no internal inspection discrepancies.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient had been recently hospitalized on (B)(6) 2015 for peritonitis. No further information was provided.